Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
St elevation in heliostar procedure before balloon completely entered the left atrium. Balloon was prepped after protocol and visibly completely air free. Map of the left atrium was already done with the guidestar sheath. After talking with the physician we are not sure if it started after the lasso nav exchange or during inserting of the heliostar balloon incl. The lasso star nonnav. Aspiration of sheath was done between change. Inner lumen of balloon was flushed before inserting lasso star non nav through y-connector. Right after we recognized the elevation air was visible in the tubing of pressure bag to y-connector. They did a coronary angiography. No macroscopic air visible. After administration of contrast and rinsing with saline solution on the right and left side of the coronary arteries, the elevation was resolved. Neurological examination and cranial CT were unremarkable. Patient is further monitored.

Manufacturer narrative:
One 14f guidestar steerable guiding sheath was received without the dilator. There were no other accessories. Traces of blood were found on and inside the sheath. The sheath was manually leak tested with the syringe connected to the stopcock and the tip occluded. The sheath did not exhibit leakage when tested using this method. The sheath was then tested using the iso 11070 for liquid leakage test method. The device was occluded at the distal tip and pressurized to 38kpa and held at this pressure for 30 seconds and no leakage was observed from the hemostatic valve. The sheath was further pressurized beyond 300kpa and no leakage was observed from the stopcock, sideport or through the handle. The investigation and device evaluation showed that the sheath was within manufacturing specifications. According to the DHR, the sheath passed all in-process and final inspection steps including visual, mechanical, dimensional and leak testing. No manufacturing defects were found. No further follow-up is required. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.